Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that prophylactic replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be planned due to the advisory status. No information was received indicating the device exhibited the advisory behavior. Additional information was received 18 months later that the patient presented to the hospital following receipt of shock therapy. Interrogation of the device noted the delivered shock was inappropriate due to oversensing of noise that was felt to be myopotential in nature. The primary sensing vector was reprogrammed from secondary to alternate. Additionally, the device battery showed a status of 14 percent remaining and was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No additional adverse patient effects were reported. Additional information was received which indicated this s-ICD was explanted and replaced.

Event description:
It was reported that prophylactic replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be planned due to the advisory status. No information was received indicating the device exhibited the advisory behavior. Additional information was received 18 months later that the patient presented to the hospital following receipt of shock therapy. Interrogation of the device noted the delivered shock was inappropriate due to oversensing of noise that was felt to be myopotential in nature. The primary sensing vector was reprogrammed from secondary to alternate. Additionally, the device battery showed a status of 14 percent remaining and was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prophylactic replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be planned due to the advisory status. No information was received indicating the device exhibited the advisory behavior. Additional information was received 18 months later that the patient presented to the hospital following receipt of shock therapy. Interrogation of the device noted the delivered shock was inappropriate due to oversensing of noise that was felt to be myopotential in nature. The primary sensing vector was reprogrammed from secondary to alternate. Additionally, the device battery showed a status of 14 percent remaining and was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No additional adverse patient effects were reported. Additional information was received which indicated this s-ICD was explanted and replaced. Correctional/removal number:z-0936-2021.

Event description:
It was reported that prophylactic replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be planned due to the advisory status. No information was received indicating the device exhibited the advisory behavior. Additional information was received 18 months later that the patient presented to the hospital following receipt of shock therapy. Interrogation of the device noted the delivered shock was inappropriate due to oversensing of noise that was felt to be myopotential in nature. The primary sensing vector was reprogrammed from secondary to alternate. Additionally, the device battery showed a status of 14 percent remaining and was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No additional adverse patient effects were reported. Additional information was received which indicated this s-ICD was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.